Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the customer had not been using cartridge per labeling. Tandem customer technical support informed customer that residual insulin remaining in the cartridge is unusable, and that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed the pump supplies and resumed insulin delivery.